Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was highly tortuous and moderately calcified. During the procedure, while advancing the pod coil, the physician felt resistance in the mid-shaft of the microcatheter. When attempting to retract the pod coil, the physician felt resistance and the pod coil unintentionally detached within the microcatheter at the mid-shaft. Therefore, the microcatheter containing the detached pod coil was removed. The pod coil was then flushed out of the microcatheter on the back table. The procedure was completed using nine ruby coils, one pod packing coil (packing coil), ten non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.